Event description:
Patient arrived at hospital to be treated for a gi bleed. A bander device was selected to control the bleed. During the procedure, upon deployment of the device, the bander would not fire. The device was removed from the patient and noted to have one band broken and wrapped around the remaining 6 bands.what was the original intended procedure?control of gi bleeding.device #1is this a laboratory device or laboratory test?no.